Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was black silicon and cellulose. However, the definitive root cause of the foreign material could not be determined. It is possible that the foreign material was present due to insufficient reprocessing. The instruction contains preventative measures associated with reprocessing in ¿chapter 5, section 5.5 manually cleaning the endoscope and accessories¿ and ¿chapter 8 storage and disposal¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was found, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer was asked whether there was a delay in pre-cleaning after procedure and customer could not confirm. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories. The customer could not confirm whether device was soaked in detergent or whether the water channel was flushed. During evaluation, examination of the device showed the bending section cover adhesive was cracked; the color ring was cracked; and the universal cord protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis lucera gastrointestinal videoscope had poor secondary water supply channel [auxiliary water channel]. The issue was found during inspection prior to use for an unspecified diagnostic procedure. The intended procedure was completed by replacing the subject device with another similar device, with no patient impact. The device was returned to olympus medical for evaluation. During evaluation, a black foreign material was found clogging the auxiliary water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.